Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade gouged, scratched and cracked. Due to damage to the blade, it was confirmed that the device was non-functional. The identified blade may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: ''avoid accidentla contact with other instruments during use." The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the device would not cut and would not coagulate. The surgeon touched a metallic instrument before the device breakdown. Took another device to complete the case. There was no patient consequence.